Event description:
It was reported that protector p14j leaked. The following information was provided by the initial reporter: leakage occurred between the protector and the vial. The customer uses assembly fixture. When seeing the vial after the leakage, the cannula was attached in a slanted manner. The drug used is velcade.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/6/2021. H.6. Investigation: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or membrane of the vial stopper and the needle of the protector penetrated the rubber stopper properly. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue however, a leakage between the protector and vial was observed. It was noted the needle penetrated the vial stopper off center. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation, it was determined this incident was likely due to an improper connection of the protector onto the vial.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that protector p14j leaked. The following information was provided by the initial reporter: leakage occurred between the protector and the vial. The customer uses assembly fixture. When seeing the vial after the leakage, the cannula was attached in a slanted manner. The drug used is velcade.